Event description:
It was reported that the tines of the needle were difficult to retract. This 3.5/15/15 ph leveen standard needle electrode was selected for a radiofrequency ablation procedure to treat a liver tumor. After successfully deploying and performing the ablation using this device, resistance was felt when attempting to recapture the deployment tines. Due to the difficulty, it was removed with the deployment tines still extended. Once outside the body, it appeared that the tips of the deployment tines were covered with what seemed to be burned tissue, preventing their recapture. There was no patient injury.

Event description:
It was reported that the tines of the needle were difficult to retract. This 3.5/15/15 ph leveen standard needle electrode was selected for a radiofrequency ablation procedure to treat a liver tumor. After successfully deploying and performing the ablation using this device, resistance was felt when attempting to recapture the deployment tines. Due to the difficulty, it was removed with the deployment tines still extended. Once outside the body, it appeared that the tips of the deployment tines were covered with what seemed to be burned tissue, preventing their recapture. There was no patient injury.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 3.5/15/15 ph leveen standard needle electrode was visually inspected, which revealed that the needles were bent. Functional inspection and testing was performed which found the needles could be extended and retracted normally.